Event description:
The customer reported a loss of a diagnostic live image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu and display adapter pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.